Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd double curve access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The 35mm closure device was successfully implanted on (B)(6) 2024 and the patient was discharged home. The patient returned to the hospital the next day, (B)(6) 2024, with pericarditis like symptoms. An echocardiogram was completed which showed a small posterior pericardial effusion. The patient was kept in the hospital for monitoring. There was no worsening of pericardial effusion. No medical or surgical intervention was required, and the patient was discharged on (B)(6) 2024.